Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that she has experienced some leakage at her cannula in the past. She does not know how many instances occurred of the leaks or the approximate dates. Customer noticed them due to high readings of approximately 400 mg/dl. She then would notice wetness. States it seemed like the cannula was not inserted correctly. No adverse event alleged. Device not available for return.